Manufacturer narrative:
The report of the device infusing slower than expected was confirmed in the logs, though not reproduced during testing. ¿ review of the pcu logs could not be completed because neither the pcu nor logs were not returned for investigation. ¿ the suspect device event log showed that on (B)(6) 2020 at 11:40 am, the suspect device was programmed with an infusion of 350 ml of an unknown medication to infuse at a rate of 125 ml/hr. Prior to the expected completion time (approximately 2:30 pm), an additional infusion of 50 ml was programmed and successfully completed when expected. ¿ testing showed the returned pump module was operating within specification. ¿ inspection of the pumping mechanism showed no abnormalities. ¿ the event administration tubing set was not returned for investigation. The root cause of the device reportedly infusing slower than expected could not be identified.

Event description:
It was reported that the device under infused the blood that was programmed at 125ml/hr, with 350ml vtbi (volume to be infused). The pump was pumping, didn¿t show any error messages, but the blood wasn¿t infusing as fast as expected. The blood was dripping but not as fast as the programmed rate. When the channel was changed, blood infused accordingly without any issues. Although it was confirmed that there was no delay in treatment, the blood infused over 4 hours when it¿s supposed to unfused over 3 hours. There was no reported adverse effects caused to the patient as a result of this event.

Manufacturer narrative:
The affected device has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device under infused the blood that was programmed at 125ml/hr, with 350ml vtbi (volume to be infused). The pump was pumping, didn¿t show any error messages, but the blood wasn¿t infusing as fast as expected. The blood was dripping but not as fast as the programmed rate. When the channel was changed, blood infused accordingly without any issues. Although it was confirmed that there was no delay in treatment, the blood infused over 4 hours when it¿s supposed to unfused over 3 hours. There was no reported adverse effects caused to the patient as a result of this event.